Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the pump touch screen was unresponsive and not functional. Additionally, it was reported that the pump was no longer responsive. The customer's blood glucose level was in the 300 (mg/dl) range. The customer confirmed that an alternate method of insulin delivery was available.